Manufacturer narrative:
The device sd card was returned for investigation. None of the data indicates any mechanical or software failures. Prior to thermage procedure, the pt was heavily tumesced. Leftover tumescent anesthesia fluid in the treatment area was possibly "warmed" by the thermage procedure and caused burns 'from the inside out'. Causation is most likely the result of pt being under sedation during treatment. Pt feedback is needed to assist the physician in setting appropriate treatment levels. Thermage technical user manual, quick study guide and technical bulletin #08 strongly discourage the use of anesthetic techniques during treatment.

Event description:
On 10/2/07, thermage was notified of an event where a pt underwent a thermage procedure. Procedure date was 2007 and resulted in third-degree burn to the back of the thigh. Some remedial laser has been performed and medical treatment is ongoing.